Manufacturer narrative:
Despite multiple follow-up attempts made, there was no response from the user, thus no further information could be gathered. According to the case notes, it was reported by the clinic associate that the sensor could not be located via ultrasound and confirmed that the sensor was never inserted into the user's arm during the initial insertion appointment on april 30, 2024. The user was inserted with a new sensor on (B)(6) 2024. This was due to a procedural error, and since the insertion tool and sensor unused during the first procedure were already discarded no further investigation was possible.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user's sensor could not be linked with transmitter. The user was referred back to the inserting hcp for assistance with locating the sensor and possible sensor removal/reinsertion.